Event description:
Adverse event(s): "delay of surgery" (no code available). Product problem(s): "failure to capture pupil" (failure to capture). A laser technician reports tracker seems to be sensitive. During a follow-up call the laser technician stated low volume, surgeons sometimes feel the tracker is sensitive, but in her experience running the system, the tracker is functioning as it is supposed to. The laser technician recalled one case, the surgeon had to pause several times to track due to extreme patient movement. The surgeon was contacted and indicated when he started treating a pt's left eye, he noticed some debris on the cornea, and he stopped the laser to clear the cornea. When the surgeon tried to continue the treatment, the laser could not acquire the pupil. The laser operator recalibrated the laser and entered a new treatment to account for the 1% of the treatment already delivered. The flap had to be lowered while they recalibrated with a delay of 5-7 minutes. The surgeon was pleased with the pt's outcome. At one day post-op ucva was 20/40 with no stria and clear cornea. The pt has glaucoma and is experiencing elevated intraocular pressure of 24mm due to steroid drops. Additional info has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary when additional reportable info becomes available. (B)(4).